Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and indicated that the red blood cell (rbc) diluent dispenser was not functioning properly and was generating bubbles. The fse proceeded to replace the rbc dispenser to resolve the issue. (B)(4).

Event description:
The customer reported obtaining out of range red blood cell (rbc) and white blood cell (wbc) backgrounds from the coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. The customer requested for service.